Event description:
The patient was undergoing a coil embolization procedure to treat endoleak off of the superior mesenteric artery (sma) using a pod packing coil (pod pc), a non-penumbra base catheter, a non-penumbra microcatheter and a guidewire. During the procedure, it was reported that vessel being accessed was long and tortuous causing the pusher wire of the pod pc to herniate the base catheter and loosing access to the treatment segment. Therefore, the physician decided to retract the pod pc. While attempting to retract the pod pc, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the pod pc was removed. The procedure was completed using liquid embolics, the same base catheter and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, and the pull wire was within the distal tip of the pusher assembly. If the pod pc is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The resistance was likely due to the ovalization on the non-penumbra catheter. Further evaluation revealed offset coil winds on the embolization coil. The offset coil winds on the proximal end of the embolization coil were likely a result of retraction against resistance. The other offset coil winds were likely incidental to the complaint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.